Event description:
The father called requesting assistance in changing the pattern basal back tot he standard basal. The caller mentioned that the customer recently has been in the hospital. The father stated that the customer had high blood glucose, but he is confident that the insulin pump is functioning and troubleshooting was declined. Attempted to call back to get more information on the customer's hospitalization. The mother stated that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 400mg/dl. The mother stated that the customer was vomiting, and he had a bad flu and sore throat the day before his admission. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.